Event description:
Pt experienced cloudy effluent and abdominal pain in 2004 and was diagnosed with peritonitis. The pt was hospitalized. An effluent cell count revealed wbc's 3240 and pmn 96% and the effluent culture revealed staph epi. The pt was treated with IV antibiotics (medication and dose unknown) while in the hosp and received an unknown dose of IV vancomycin prior to discharge. A follow-up effluent cell count 5 days later revealed 0 wbc's. Per rn, the pt has recovered.